Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dizzy due to oversensing on the right ventricular (rv) lead. The rv lead was suspected of a fracture. High impedance and spikes of impedance were also noted on this rv lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.